Event description:
The customer reported that the cable on the subject device was found to be broken in the middle during reprocessing. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the image was found to be flickering. This report is being submitted for the malfunction found during evaluation (flickering image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the image was found to be flickering. A review of the device history record found no deviations that could have caused or contributed to the flickering image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the image flickered due to the cable failure and there was a communication failure due to cable failure and the image flickering. The cause of the cable failure was likely deterioration due to water immersion from damage to the cable. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device. The reported issue was confirmed during testing. There was damage on the cable. In addition, the device was not watertight due to damage on the cable. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.